Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on march 21, 2024.

Manufacturer narrative:
This report is submitted on february 09, 2024.

Event description:
Per the clinic, the patient experienced decline in speech understanding with the device use and open circuits were noted on mp1 since 2013 (specific date not reported). Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2023 and the patient was reimplanted with another cochlear device during the same surgery.